Event description:
A consumer reported that they had fallen on (B)(6) 2016. On (B)(6) 2016 they saw an informational power on reset (por) message when attempting to recharge and turn their implantable neurostimulator (ins) on. Due to the por the patient¿s therapy had stopped. Through troubleshooting the patient was able to clear the por and turn their therapy back on. It was noted that the device was working again and the patient¿s therapy was adequate. The patient was implanted for failed back surgery syndrome and non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.